Event description:
It was reported, that a patient presented with high capture thresholds. And high pacing impedance noted, on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.